Event description:
The reporter stated that during the surgical procedure, the sterile implant was opened by the operating room staff. The screw did not correspond to the package label. The label was for a partially threaded screw, but the implant in the package was totally thread. As there was other implant in the set, the surgeon used this other and there was no harm to the pt or extension of surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.